Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak). Evaluation, results and conclusions: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 72 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported at a routine follow-up, the patient's right common iliac (contralateral side) had disease progression and became aneurysmal, enlarging to 2.5-3 cm in diameter, although no leak was present. The most distal graft on the right side from the time of implant was a 24x37.5 aneurx cuff. As a preventive measure, the right hypogastric was coiled, and 2 aneurx cuffs were placed distally to seal the aneurysmal part. No additional clinical sequelae were reported and the pt is fine.